Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened button dome switch and corroded keypad traces. The insulin pump had minor scratches on the display window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.